Event description:
A malfunction alarm was reported, displaying code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.